Event description:
It was reported that the patient presented during generator upgrade procedure. During the implant of the left ventricular, the suture sleeve of the lead split and the insulation was damaged when the physician was tying down the lead. The reported lead was not installed and the procedure was completed with an alternative lead (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events of the suture sleeve split and tiedown damaged the insulation of the lead were confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found the suture sleeve was damaged and the lead body insulation was compressed due to tie down forces. The cause of the reported events was due to procedural damage.